Event description:
A patient reported they were unable to test on their surestep meter for 3 days due to the meter having no power. Patient reported "felt like pt was going to black out", and was having vision problems. There was no medical intervention or comparisons done. Treatment was unknown. "Ate food or beverage" following attempted use of the meter. No further information has been reported.